Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm approximately 42 months ago. The pt presented emergently, the aneurysm is currently 9 cm and the CT demonstrated that the stent graft has migrated approximately 2 cm with a type I endoleak. (MFR 2953200-2009-01195). The cause of the migration is reported as disease progression with aortic neck dilatation. The physician elected to implant an aneurx aortic cuff; however, there was still a type I endoleak. The physician elected to convert the pt to an aui with the use of a talent aortic cuff and a femoral to femoral bypass. There was still a slight type I endoleak noticed at the end of the case. A recent CT demonstrated that the endoleak has resolved without further intervention. There are no additional clinical sequelae reported, and the pt was reported to be fine.

Manufacturer narrative:
(Secondary intervention) - eval results: endoleak.